Event description:
During a remote follow-up, low pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.